Event description:
Additional information was received that the presence or absence of the ¿window¿ was not confirmed during visual inspection or loading. The "window" refers to a large cell which was on the rcc side. The large cell was not visible on CT. On contrast-enhanced CT (short axis) and 3d CT, the cells at the location where the "window" should normally be present were judged to be of standard cell size. Additionally, no damage to the stent was observed.

Manufacturer narrative:
Image review: only one still image was provided, showing a cross-section at the mid-level of the evolut valve. Without dicom imaging, further evaluation is not possible. The basal plane is not confirmed in the provided image; therefore, the missing ¿window¿ may be due to the crosshairs not being aligned parallel to the evolut frame and could potentially be identified at a different imaging level. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 2 months following the implant of this transcatheter bioprosthetic valve, a computed tomography (CT) scan was performed that revealed a "window" was missing on the right coronary cusp (rcc) side of the valve; however, there were "windows" on the non-coronary cusp (ncc) and left coronary cusp (lcc) side of the valve. Additionally, calcification was observed on the ncc leaflet. There was no severe expansion failure of the transcatheter valve, and the valve appeared expanded into a relatively circular shape. It was noted that the patient's aortic valve anatomy was slightly narrow with an annular area of 65.6 millimeter (mm), valsalva of 25 to 27 mm, sinotubular junction (stj) of 22 to 23 mm, and ascending aorta of 27 mm. It was reported that treatment was not considered. No patient complications were reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.